Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose was 15.0 mmol, 6.0 mmol, 9.1 mmol, and 6.6 mmol within 10 minutes, with a difference of 48%. Pt did not experience any adverse events. No further info has been reported.